Event description:
Around 10 am on (B)(6) 2015, a (B)(6) year old male patient weighing (B)(6) was standing around and fell. Patient had a history of hypertension. Per the report, patient was combative and ems attempted to intubate him but were unsuccessful. The hospital-based air medical transport service (life flight) arrived and eventually intubated the patient. The patient was brought via life flight to the hospital. A head CT scan was performed and showed mixed density, subdural hematoma (sdh) in the left convexity with 1.3 midline shift with subarachnoid hemorrhage (sah) and herniation as well as frontal and parietal skull fracture. He had a glasgow coma scale (gcs) of 5t. Patient was taken to the operating room (or) for sdh evacuation. Patient's post-operation neuro assessment results are as follows: no eye opening; pupils: rt 3mm reactive, lt 4 mm nonreactive. Intact corneal left to right, withdrawal, purposeful on left upper extremity, no movement on right upper and lower extremities. Post-operation CT head scan indicated a large evolving left frontal lobe parenchymal hemorrhage and left parietal infarct. Chest/abdomen/pelvis with contrast CT was also performed on (B)(6) 2015 at 13:07. Results indicated endotracheal tube was present and in appropriate position. Linear atelectasis was present within the mid lungs bilaterally; otherwise no pulmonary or pleural-based abnormality was identified. There was no pneumothorax, cardiac, vascular or mediastinal injury. No abnormality of the liver, spleen, pancreas, gallbladder, or adrenal glands was identified. The kidneys enhanced and excreted contrast normally. No traumatic bowel abnormality was identified. There was no intraperitoneal free air or free fluid and no abnormality of the urinary bladder or organs of reproduction was identified. Diffuse idiopathic skeletal hyperostosis was present extending from the upper thoracic spine to the lower lumbar spine. Scoliotic curvature was present to the left. Expansion of the l5-s1 disc space with surrounding retroperitoneal fat stranding and opposing endplates irregularity was also present. The bilateral facet joints were expanded. The following impressions were made by the physician: 1. L5-s1 disc space abnormality with opposing endplate irregularity/erosion and local retroperitoneal stranding is highly concerning for infectious spondylo-discitis. Distraction injury is within the differential given the presence of diffuse idiopathic skeletal hyperostosis. 2. Multilevel degenerative disc disease and lumbar spine scoliosis. Neurosurgery cleared the subject for study enrollment. Patient was enrolled into the hopes trial and randomized to normothermia. A zoll quattro catheter was inserted into the right femoral vein at 13:41 on (B)(6) 2015 by an experienced anesthesiologist. Insertion was smooth and made in one attempt. There were no other adjunctive temperature management or relative procedures performed on the patient. Blood coagulopathy results prior to initiation of therapy are not available. Patient experienced lymphopenia during the cooling procedure on (B)(6) 2015. His lymphocyte count decreased to 3.6. Investigator indicated that the reported lymphopenia was not related to the study procedure or study device. The cooling procedure with the zoll catheter stopped on (B)(6) 2015. The total dwell time of the zoll catheter was 56 hours and 45 minutes. At 08:23 on (B)(6) 2015, patient was systemically anti-coagulated with heparin at 5000 units every 8 hours. This was done as a standard of care. A separate peripherally inserted central catheter (PICC) line was inserted into the basilica vein (right PICC double) at 14:39 on (B)(6) 2015 for the central line. There were no conditions causing the patient to be non-ambulatory before hospitalization. Patient experienced worsening of hemorrhagic contusion in the inferior frontal lobe during the cooling procedure at 21:10 on (B)(6) 2015. The event did not require medical or surgical intervention. Investigator indicated that the reported worsening of hemorrhagic contusion was not related to the study procedure or study device. Patient experienced anemia during the re-warming procedure on (B)(6) 2015. His hemoglobin (hbg) count was 7.5 g/dl. Investigator indicated that the reported anemia was not related to the study procedure or study device. Patient has not had increased intracranial pressure (icp) issues and his flap is full but soft. He is less responsive and his motor exam shows withdrawal in the left upper extremity. A repeat head CT scan was performed on (B)(6) 2015 with no change in results from the previous scan. They will continue external ventricular drain (evd) at current setting, open at 15, 60 ml drainage for 24 hrs. On (B)(6) 2015, a work-up was performed on the patient because the patient was not localizing and was experiencing neurological worsening. Patient was at a risk for further intracerebral hemorrhage from trauma. A head CT scan showed no significant changes. A computed tomography angiography (cta) of the chest was performed at 07:24. Results of the chest cta indicated no large or central pulmonary embolus within this limitation. Cta and transcranial doppler (tcd) results suggestive of vasospasm. Given the significant amount of sah on the initial CT scan and concern for vasospasm, patient was given prbc transfusion and started to increase blood pressure goals. He went to cerebral angiogram which showed mild spasm but did find a partially thrombosed anterior sagittal sinus. A lower extremity doppler exam was also performed at 16:45 on (B)(6) 2015. The bilateral superficial femoral and popliteal veins demonstrated normal compressibility and color doppler signal. A non-occlusive thrombus was noted in the right common femoral vein. The left common femoral vein was patent. Patient was treated with heparin drip at 25,000 units. Patient had the following clinical symptoms of dvt: neurological worsening work-up. However, patient was not at an additional high risk for dvt. There were no vessel injuries caused by the zoll catheter and no reports of a device malfunction. As of (B)(6) 2015, patient's status is, neurological decline.

Manufacturer narrative:
The zoll catheter used during the reported event will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. There were no reports of a device malfunction. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind.